Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored and the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free without incident.